Event description:
During dual chamber pacemaker implant, the atrial cable of the pacer test cable was defective. Did not conduct. Pacer cable was replaced with disposable test cable and procedure completed.